Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that noise was observed. The lead was replaced and returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.